Event description:
The reporter indicated the surgeon implanted an 11.5mm icm115v4 implantable collamer lens in the pt's right eye (od) on (B)(6)2007. The lens was explanted on (B)(6)2010, due to the development of a cataract. The cataract was removed and an iol was implanted. The pt's current bcva is 20/40.

Manufacturer narrative:
(B)(4).